Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvis abscess') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, vaginal bleeding, dysmenorrhoea, leiomyoma nos, endocervicitis, nabothian cyst and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic abscess, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic abscess, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic abscess, menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvis abscess') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, vaginal bleeding, dysmenorrhoea, leiomyoma nos, endocervicitis, nabothian cyst and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("leiomyoma."). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic abscess, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic abscess, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic abscess, menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.